Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that while wearing the same pod on the abdomen for three consecutive days, the patient experienced sustained elevated blood glucose levels. Specific blood glucose values were not provided. On (B)(6) 2026, the patient experienced persistent vomiting and was transported to the emergency room, where he was subsequently hospitalized and diagnosed with diabetic ketoacidosis. The patient stated that a medical professional performed ketone testing, which showed the highest level of ketones. The patient was discharged on (B)(6) 2026. Details regarding medical treatment provided during hospitalization were unavailable.